Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Medical records received and evaluation: medical review conclusion: issue with revision of trident psl cup 1-year post primary arthroplasty due to loosening in a (B)(6)-year old female patient with unknown weight, height or activity level. X-rays confirm there was early post implantation already a loss of bone contact between major part of the shell and the acetabular bone, indicating the cup never was stable in the bone. One year later the cup was grossly loose and needed to be revised. No details about revision procedure or outcome. No implants were returned for investigation. Root cause of failure is procedure-related as caused by inadequate surgical preparation, in casu reaming of the cup to a size smaller than the actual size of the acetabulum. A cup too small for the acetabulum will never become stable and consequently with grow from somewhat loose to grossly loose rapidly. There is no evidence available in the current case to suggest that device-related issues have played a role while the discussed patient- and procedure related factors should be considered more than adequate to have caused the problem with cup seating in the current case. As such, this pi case has its root cause in procedure related factors and is not device-related. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the reported loosening was caused by procedure related factors. There is no evidence to suggest the event is device related.

Event description:
It was reported that the surgeon stated acetabular cup revision was necessary.

Event description:
It was reported that the surgeon stated acetabular cup revision was necessary.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.